Event description:
The customer reported an issue where the pump battery would not charge resulting in the pump shutting down, despite using a tandem charging cable and a wall outlet. The impact on the customer's blood glucose level could not be confirmed due to the pump screen being non-operational. After technical support instructed the customer to plug the pump into a different wall outlet, the issue was resolved as the pump began charging. No further assistance was required.